Event description:
On (B)(6) 2009, a 23mm trifecta valve was implanted. On (B)(6) 2018, echocardiology revealed the leaking and failing of the valve. On (B)(6) 2018, the 9-year-old valve was explanted and a new 23mm trifecta valve was implanted. The patient is reported stable and discharged. Additional information has been requested. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
An event of leakage was reported was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated the valve had been implanted for more than 9 years.

Event description:
On (B)(6) 2009, a 23mm trifecta valve was implanted in an (B)(6) female. On (B)(6) 2018, echocardiogram observed a mildly dilated left ventricle with mildly decreased function with an estimated ejection fraction of 45-50%, borderline left atrial enlargement, and severe mitral and aortic regurgitation. On (B)(6) 2018, echocardiology revealed the leaking and failing of the valve and pleural effusion. On (B)(6) 2018, the 9-year-old valve was explanted and a new 23mm trifecta valve was implanted. The patient is reported stable and discharged. The patient has a medical history of atrial fibrillation, sleep apnea, and transient cerebral ischemia. (Clinical study patient ID: (B)(6)).